Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted with a prostyle device after a left leg interventional procedure using a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with two prostyle devices in succession. A non-abbott device was then attempted, however, also failed due to the calcification and manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device; therefore, no corrective action is required. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.